Event description:
The customer reported that the system displayed poor image quality. There were black lines and then completely black images.

Manufacturer narrative:
The ge service rep reproduced the problem by putting stress on the interconnect cable assy. He replaced both the interconnect cable assembly as well as the lemo connector assembly. He verified proper operation of the system. The system operates as intended.